Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion 6f sal1.0. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified lesion in the mildly tortuous mid right coronary artery. The 3.5x12 mm nc trek rx balloon dilatation catheter was advanced without resistance. The balloon ruptured during the first inflation at 8 atmospheres for 40 seconds. The nc trek bdc was removed without resistance and a non-abbott bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.